Manufacturer narrative:
Additional information received by united therapeutics drug safety on 14-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc on 15-nov-2025 has been incorporated into the event narrative (b5). The reportable status of the event and the imdrf event and investigation codes (h6) remain unchanged. No changes to the "date received by manufacturer" (g3) are required as the event was already determined to be reportable based on the initial information received.

Event description:
An initial event notification was received by united therapeutics drug safety on 13-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 14-oct-2025. It was reported that the patient was hospitalized from on (B)(6) 2025 due to occlusion alarms on both of their remunity pumps. The patient received intravenous remodulin during admission and was advised to change their infusion site. Additional information was received by united therapeutics drug safety on 14-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 15-nov-2025. This information confirmed that the patient's infusion site was changed, after which the remunity pump was infusing without issue.

Event description:
An initial event notification was received by united therapeutics drug safety on 13-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 14-oct-2025. It was reported that the patient was hospitalized from on (B)(6) 2025 due to occlusion alarms on both of their remunity pumps. The patient received intravenous remodulin during admission and was advised to change their infusion site. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.